Event description:
The customer reported that their central nurse's station (cns) monitor was flickering before it went completely black.

Manufacturer narrative:
Details of complaint: the customer reported that the monitor for the central nurse's station (cns) was flickering before it went completely black. Nk ts advised the customer to disconnect both monitors and boot up the cns with just the dvi (primary monitor). The unit booted normally into the application. Nk ts then had the customer boot down the unit again, this time connecting the second monitor (vga), which resolved the issue. No patient harm or injury was reported. Investigation summary: the customer also noted that the video splitter (vancryst) was blinking. A review of the history of the serial number identified no further reports of the issue. Based on the available information, the most probable cause of the issue is the failure of the video splitter. Possible causes of video splitter failure are physical damage and wear and tear.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) monitor was flickering before it went completely black. (B)(6) ts advised the customer to disconnect both monitors and boot up the cns with just the dvi (primary monitor). The unit booted normally into the application. (B)(6) ts then had the customer boot down the unit again, this time connecting the second monitor (vga), which resolved the issue. No harm or injury was reported. The cns was monitoring transmitters at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) monitor was flickering before it went completely black.